Manufacturer narrative:
It was reported that during initial connection, the epidural catheter connector (taken from custom pain tray) would not securely attach to the epidural catheter. Reportedly, another connection was attempted, which also was unsecure. The epidural catheter was then reportedly removed from the patient and another catheter (a different brand catheter) was inserted. Due to the reported incident and the required epidural catheter re-insertion, this medwatch is being filed. The sample was returned for evaluation and the complaint was not confirmed. A pull out force test was within acceptable range. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the epidural catheter connector (from custom pain tray) would not securely attach to the epidural catheter. The patient required another epidural catheter insertion.